Event description:
The following info was reported to kci by the (B)(6) public health nurse: upon performing a dressing change on (B)(6) 2015, the nurse allegedly observed "wound deterioration and malodor" to the pt's sacral pressure ulcer wound. The therapy history was reviewed and it was alleged that there were no events noted for vac veraflo therapy after 11am on (B)(6) 2015. The device has been exchanged. On (B)(6) 2015, the following info was reported to kci: the nurse was "uncertain of the kci device caused or contributed to the event." It was also reported it is known of medical intervention was required to prevent worsening of the situation related to the kci prod. On (B)(6) 2014, the device was testing per qc procedure by kci field svc, and the unit passed the qc checks and met spec prior to pt placement. On (B)(6) 2015, the device was tested per qc procedure by kci field svc, and the unit passed the qc checks and met spec post pt placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
(B)(4) reported that the device was tested by kci field service on 02/24/2015. Correction: the device was tested by kci technical specialists on 02/25/2015. Based on the add'l info obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged would deterioration or malodor is related to v.a.c. Therapy.

Event description:
On 05/02/2015, the device was tested per quality control (qc) procedure by kci technical specialist, and the unit passed the qc checks and met specs. On 04/17/2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specs. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
(B)(4) incorrectly reported the following: on 05/02/2015, the device was tested per quality control (qc) procedure by kci technical specialist. On 05/02/2014, the device was tested per quality control (qc) procedure by kci technical specialist. The date was corrected from 2015 to 2014.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged wound deterioration or malodor is related to vac therapy. It was unk if med or surgical intervention was required.